Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced an air embolism during their implant surgery. The patient has been in the intensive care unit (ICU) since the procedure and has not woken up.

Event description:
It was reported that the patient experienced an air embolism during device implant on (B)(6) 2022. During the implant, the patient was weaned from extracorporeal circulation (ecc), and soon after the patient experienced right heart failure either due to air in the right coronary artery or due to a reaction to anticoagulation medication. Ecc was quickly reestablished and after short reperfusion the ecc was weaned again. It was noted that the patient experienced cerebral infarction with a slow recovery. The patient was admitted to the intensive care unit (ICU) and was monitored. The plan was for the patient to undergo neurorehabilitation. It was also noted that no alarms were observed during the event, and that the device had operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported air embolism, right heart failure, and cerebral infraction, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure, and other neurological events (not stroke-related), as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.